Manufacturer narrative:
The micrusphere coil was not returned for investigation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. There is no current safety signal identified related to the reported event based on review of complaint history for the device.

Manufacturer narrative:
This initial MDR will be the only report submitted for MFR report #2954740-2017-00221. Product code: krd/hcg. UDI: (B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available.

Event description:
It was reported by a healthcare professional that a 4x10 micrusphere xl (ssr10041020/c29772) was used during a procedure and the coil could not be detached. The 4x10 micrusphere xl (complaint product) was delivered to the aneurysm as the first framing coil. After significant difficulty getting the coil to seat properly in the aneurysm, due to the shape of the aneurysm, the coil would not detach. After multiple attempts at pushing detachment button, repositioning the coil, slightly adjusting the microcatheter tip, opening a 2nd enpower control cable, opening a 2nd control box the coil would still not detach. There is no report of patient injury. The product was discarded and therefore will not be returned.